Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Corrections: h3: it was initially reported that the devices were being returned. The devices have not yet been received. Due to the age of the complaints they were completed as non-returned devices. If the devices are received, the devices will be inspected and the complaints will reopened. Summary of event: as reported, prior to an ureteroscopy procedure, the baskets of four separate 'ngage nitinol stone extractors' could not be opened. The baskets were removed from the plastic tray before testing in an uncoiled position. The handle was in the straight position towards the patient's body. The user noted the basket seemed "squeezed". A laser was not used. The procedure was completed by using another stone extractor. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. This report addresses the ngage nitinol stone extractor (nge-022115) from lot #15200485. The other two lots are addressed in reports with patient identifiers (B)(6). Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. A document-based investigation evaluation was performed. A search of the device history record found related a potentially related non-conformance reported for lot 15200485. All devices are inspected for functionality and damage during manufacturing and quality control checks and the complaint devices passed those inspections. A complaint history database search showed three (3) other related complaints associated with the failure mode for the complaint device for lot 15200485. The device lot was manufactured on 31jan2023. An increase in complaints for the nge 2.2 fr sized device occurred with devices manufactured from december through january. The basket assembly for the device was manufactured by another manufacturer. A supplier corrective action request was created to address the issue. The cause for the issue had not yet been determined. The available evidence indicated the device was made to specification. The available evidence indicated product in-house meets specification. Adequate inspection activities had been established, and there was objective evidence that the device history record was fully executed. Cook also reviewed product labeling. The IFU [t_shef_rev1; 'suggested handing instructions for extractors and forceps'] did not provide any information related to the reported issue. The complaint device was not returned; therefore, no functional testing or visual inspections could be performed. It was initially reported that the devices were being returned. The devices have not yet been received. Due to the age of the complaints they were completed as non-returned devices. If the devices are received, the devices will be inspected and the complaints will reopened. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Correction: d9; h3, h6 (annex b), h10 - device was returned investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures, as well as a visual and functional test of the returned devices, were conducted during the investigation. Two devices were returned to cook for evaluation in open packages with labels. Upon inspection, the handle was actuated on both devices and the basket would not open/close. No other damage noted. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A search of the device history record found related a potentially related non-conformance reported for lot 15200485 for ¿basket/grasper will not open/close¿ in which seventeen devices were scrapped. Based on the information provided, inspection of the returned device, and the results of the investigation, the issue was identified as being with the basket assembly, which is a supplied component. A scar (supplier corrective action request) and CAPA (corrective and preventative action) were created to address the issue. The cause for the issue had not yet been determined. This report includes information known at this time.a follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr, part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to an ureteroscopy procedure. The baskets of four separate ngage nitinol stone extractors could not be opened. The baskets were removed from the plastic tray before testing in an uncoiled position. The handle was in the straight position towards the patient's body. The user noted, the basket seemed "squeezed". The procedure was completed by using another stone extractor. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention. And did not experience any adverse effects, due to this occurrence.